Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: spoke with the operating room director to try to determine if a device product code was known. Director stated that he has reached out to the surgeons and staff to try to determine further detail but has not received any additional detail to date. He stated that it is unknown if the device, that is now with risk management, was used in the first or the second procedure. Attempts are being made to obtain the following information. To date, limited information has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code and/or lot number of the stapler? Is it possible to get photos of the stapler? Can a detailed timeline of events, operative notes, or an autopsy report be provided? Has the cause of death been determined? Does the physician believe that an alleged deficiency with the device caused or contributed to the patient¿s death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: still until today I don¿t know what device was used or any additional information regarding this event. The operating room director said he found a bag in the operating room laying floor with several devices? The bag including competitive devices that are used in gyn cases? This was a colon case? I looked in the bag and saw an echelon; not sure which echelon 60-45, didn¿t see an ils. Again, the bag was very bloody; we didn¿t have any gloves and therefore didn¿t reach into the bag. The operating room director said "he will bring it to risk management and let them contact the surgeon." I saw an echelon in the bag but we are not sure if that was used in that case. It is a little confusing because the bag was found in the hallway and the products in the bag could have been from several operating rooms.

Event description:
It was reported that on (B)(6) 2018 the doctor performed a laparoscopic sigmoid colectomy on a patient using an unknown stapler and the stapler locked and couldn't be unlocked from the patient. It was not reported how the procedure was completed. There were no patient consequences reported at the time of the procedure. The patient was moved to the recovery floor. On (B)(6) 2018, the patient developed unknown symptoms that required surgical intervention. A second doctor performed surgery on the patient, discovered a leak, sepsis, and a hole in the colon. Details of the second procedure were unknown. The patient was moved back to the recovery floor and expired on (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: the account stated they¿re not sure the endocutter provided for photos was actually used in this surgery. Photographic analysis: five photos were provided; pictures one and two show a device with the jaws and closure trigger closed and the battery placed. The bailout lever can be seen up and it appears that a blue reload is loaded in the device. Picture three shows a handle from the top view with the battery loaded. The bailout door can be seen missing. Picture four shows a packaging label. Lot number r93a3k and expiration date 2021-04-30 can be seen. Picture five shows the lower corner of a packaging box of a psee60a device. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: account contact indicated that they do not have the circular stapler utilized in the surgery on this patient. She has spoken with the or director and they¿re not sure the endocutter provided for photos was actually used in this surgery. They have revisited their process for saving devices in the future but there¿s no further information available on the circular device used on this patient. The complaint was updated to an unknown circular stapler. The operative note states the distal donut was good however, the proximal donut was ¿partial complete¿ and the patient expired due to sepsis.

Manufacturer narrative:
(B)(4). Additional information received: the risk manager indicated the surgeon has not confirmed the outcome is related to the device. No one provided an incident report to her and so she is not sure anyone is of the opinion the device malfunctioned. She had the operative report available and indicated the surgeon noted the distal donut was good; however, the proximal donut was ¿partial complete.¿ the patient expired due to sepsis.